Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned. Therefore, the root cause was assumed based on the past similar cases. It was assumed that the breakage occurred at the proximal end of the suction connector. The manufacturing process and a molding supplier for the subject product were changed. After these changes, the complaints of the suction valve breakage has been raising. Omsc assumes that the cause of the damage to the product is that an unexpected large load was applied to the suction connector. Both "product before changes" and "product after changes" meet the product specification for durability. However, when an unexpected large load was applied to the suction connector, omsc confirmed that the product before changes does not break, but the product after changes may break. Omsc has started to re-produce the product which before changes. The instruction manual of the product has already warned as follows; *attaching the suction valve to the endoscope: - press down on the suction valve's top surface with your both thumbs until it "clicks" into place. *inspection of operation - place the distal end of the insertion tube in sterile water and depress the suction valve. Confirm that water is continuously aspirated into the suction bottle of the suction pump. Removing the suction valve from the endoscope - rotate the suction connector clockwise with your thumb.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an endoscopy, the subject device was used. The intended procedure was completed with the subject device. The suction connector of the device broke off when the user removed the device after the procedure. This is the report regarding the breakage of the suction connector. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.